Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged. Two struts at the center of the stent are bent outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Product was returned to boston scientific corporation with a note that said "stent is buggered up out of package".

Event description:
Product was returned to boston scientific corporation with a note that said "stent is buggered up out of package"

Manufacturer narrative:
Device is a combination product. (B)(4).